Event description:
The reporter, reported to smiths medical that the tubing detached from the stopcock. The actual sample had been destroyed. The hospital quarantined 8 units for return. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly is manufactured by smiths medical.this assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the actual sample described in the report was unavailable for return. A total of 8 samples - 1 opened and 7 unopened - were received. All units were intact with no manufacturing issues noted. The tubing measured within specification. All 8 samples were manipulated and the tubing was tugged, but the solvent bonds remained intact. Smiths was unable to confirm the issue or determine a possible cause with the samples received. No additional action is necessary at this time. Smiths considers this MDR closed with this report.